Event description:
Tampon stuck inside [foreign body in reproductive tract]. Tampon broke [device breakage]. Case narrative: consumer reported via phone that half the tampon broke and became stuck in body. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation on pqc(product or component; retained in body), completed on apr.7,2023. An investigation is in progress for newly add a pqc(product is coming apart, in pieces, shredding) on jun. 9, 2023.

Event description:
Tampon stuck inside [foreign body in reproductive tract] tampon broke [device breakage] case narrative: consumer reported via phone that half the tampon broke and became stuck in body. No serious injury was reported.

Event description:
Tampon stuck inside [foreign body in reproductive tract]. Tampon broke [device breakage]. Case narrative: consumer reported via phone that half the tampon broke and became stuck in body. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.